Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided: on (B)(6) 2024, sid (B)(6) result = 107.5 mmol/l. On (B)(6) 2024 repeat result = 139.9 mmol/l and repeated on another alinity (sn (B)(6)) with a different sid = 140.9 mmol/l, 142.4 mmol/l. Additional results provided: creatinine results = 0.56 mg/dl calcium results = 2.50 mmol/l, 2.53 mmol/l potassium results = 4.0 mmol/l, 3.95 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results generated while using the alinity c ict sample diluent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. The overall performance of the alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 75304un24 is within the established baseline indicating that the lots is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or alinity c ict sample diluent lot number 75304un24 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided: (B)(6) 2024 sid (B)(6) result = 107.5 mmol/l, (B)(6) 2024 repeat result = 139.9 mmol/l and repeated on another alinity (sn (B)(6)) with a different sid = 140.9 mmol/l, 142.4 mmol/l. Additional results provided: creatinine results = 0.56 mg/dl, calcium results = 2.50 mmol/l, 2.53 mmol/l, potassium results = 4.0 mmol/l, 3.95 mmol/l, no impact to patient management was reported.